Event description:
It was reported that there was a big bubble in the customer's reservoir and a few small bubbles in the line. Customer was advised to deliver a fixed prime until air bubbles were no longer visible. He was advised to repeat this process. There were no leaks in the infusion set. Air bubbles did not persist after set change. Customer was advised to monitor the issue. His blood glucose was 183 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.